Event description:
The customer returned the trachael intubation fiberscope, which is an olympus asset with no reported complaint. During the evaluation of the device, the service repair technician indicated connecting tube has coating peeling (1mm2 or more) and the adhesive on the bending section cover/distal sheath was chipped. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: separation and degradation problem; known inherent risk of device. Olympus will continue to monitor field performance for this device.